Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent lever assembly was removed, cleaned, and lubricated to resolve the reported issue.

Event description:
The hospital reported that, bag to vent lever was not moving fully into vent position. There was no reported patient involvement.